Manufacturer narrative:
System components: pump, model- 72400098, lot sn- (B)(4). Balloon, model- 72400025, lot sn- n/a.

Event description:
It was reported that the patient is experiencing recurring incontinence three years after having an artificial urinary sphincter(aus) device implanted. The patient only remained continent for one year and uses five diapers a day. The patient reports that he is compromising his quality of life and a urodynamic study showed sphincter incontinence and the cystoscopy showed that the cuff site is completely open without any constrictive action. A revision surgery was performed and six weeks following, the device was to be activated but did not happen due to the pump remaining locked preventing activation. The device is not working properly. A patient outcome of stable was reported.